Event description:
The user has not worn the external device for a year and is attending a follow-up appointment due to suspected malfunction of the device.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. Revision surgery is not planned at the moment.

Event description:
The user has not worn the external device for a year and is attending a follow-up appointment due to suspected malfunction of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.